Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that has not been using the insulin pump or sensor since she was away at college. Customer stated that it has been about 3 months since used the pump or sensor, and when she experienced the issue of high and low blood glucose or a basal anomaly. Customer stated that for some reason, the basal didn't seem to be working and it caused high blood glucose up to 600 mg/dl and at times low blood glucose of 40-50 mg/dl. Customer stated that most of the time her blood glucose was high and she did not know why. Customer stated that she is now on manual injections and is planning on going back on the pump once she gets back from vacation. Customer's current blood glucose level was 93 mg/dl.